Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Patient code: (B)(4). It was reported that following insertion the patient experienced abdominal pain. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair on an undisclosed date and mesh was implanted. On (B)(6) 2017 the patient had a surgery with dr (B)(6) to remove the mesh, and reported a 4x4 cm ¿meshoma¿ that was densley adherent to the greater omentum. It was reported that the patient continues to have pain and adhesions. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent hernia repair on (B)(6)/2013 and physiomesh was implanted. No additional information was provided.

Manufacturer narrative:
Patient code (B)(4) device code: (B)(4) - hernia recurrence occured additional narrative: it was reported that following insertion the patient experienced hernia recurrence.